Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 270 mg/dl and 126 mg/dl, 29 mg/dl and 114 mg/dl. The values were obtained on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.